Event description:
It was reported that while attempting to perform the latest firmware upgrade the download/upload button was unavailable and then an unrecoverable software error occurred whereupon the pacemaker went into back-up mode. The pacemaker was not used and will be returned.

Manufacturer narrative:
Analysis was normal. No anomalies were found.